Manufacturer narrative:
Foreign zip code: (B)(4).

Event description:
It was reported that the device suture fell out. Once that the device was received for investigation, was identified that one of the inserter's forks was fractured off and it was not found with the returned product. It is unknown if the piece remains inside patient. No patient injuries were reported.

Manufacturer narrative:
One(B)(4) twinfix ultra pk 4.5mm suture anchor returned. The complaint stated: ¿the device suture fell out.¿ visual inspection could not confirm the allegation since the sutures were still attached and threaded through the device. Suture tension has torn through the eyelets up to the next set. Visual inspection confirmed that one fork tine is bent over the inserter hex tip and the other has been broken off completely. Sutures were loosened to inspect but the tine was not retrieved. Symptoms indicate excess torque applied and loss of axial alignment. Maintaining axial alignment is critical to successful implantation. Per instructions for use: ¿caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure.¿ awl prep instrument was appropriate for average bone quality. No root cause related to the manufacturing of this device was confirmed.